Event description:
During a bankart repair, the anchor broke as it was being inserted. Surgeon pre-drilled prior to placement of the anchor. Broken portion of the anchor was left embedded in the patient. A 1.8mm drill was used but surgeon did not use the ao two-finger technique when inserting the anchor. An additional anchor was used to complete the repair.

Manufacturer narrative:
Evaluation of the device showed the eyelet portion of the anchor and suture remain in the inserter. The hex of the anchor is not aligned with the inserter's hex. The eyelet was removed and the hex is deformed. As reported the surgeon did not use the ao two-finger technique when inserting the anchor which is required per the devices IFU.